Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported event as the pump tubing was not returned for analysis. Review of the manufacturing documentation confirmed that the device met the specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was leak tested, visually inspected, and functionally tested. The pump kink resistant tubing (krt) was identified to be cut down to the pump block; no leaks were present. The pump krt was not returned for analysis. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) did not work properly; therefore, the patient visited the hospital two weeks before surgery. A revision surgery was performed and a leak was identified in the pump connecting tube. The pump was removed and replaced. The patient had a stable outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) did not work properly; therefore, the patient visited the hospital two weeks before surgery. A revision surgery was performed and a leak was identified in the pump connecting tube. The pump was removed and replaced. The patient had a stable outcome.